Event description:
A male patient had knee surgery on (B)(6) 2012. Patient's wife reported that her husband had big watery filled blisters, some filled with blood on either side of the incision one day post-op and following the removal of the wrapped dressing. She indicated the doctor lanced and covered the blisters and prescribed an oral antibiotic. Patient was sent for a wound care consult. She indicated the hospital informed her that the event had to be an allergic reaction.

Manufacturer narrative:
Risk manager informed 3m the records stated the physicians concluded the patient's renal failure was multifactorial probably due to obstruction of the prostatic urethra by the foley catheter. She indicated the allergic reaction had no connection to the patient's renal failure. She was not able to provide any information regarding the post-op dressing that was used but the doctors question whether the reaction was due to betadine. Patient's wife did indicate her husband had no history of reaction to iodine. Lot number and expiration date was not provided. Manufacturing date can not be determined without this information under device manufacture date of this form. The product was not returned to 3m. Labeling on this product does include the following contraindication: do not use ioban 2 antimicrobial incise drape on patients with known sensitivity to iodine.